Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the patient will be reprogrammed on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the ins lasted just over a year before it died. The patient noted that it didn't last as long as expected, and the hcp was a little concerned. The patient knew right away when the battery died because their target symptoms suddenly became drastically worse. The patient said their settings were probably high on the device. No further complications were reported as a result of this event.